Manufacturer narrative:
Action: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 310828. Investigation: the customer milked the finger after the finger stick was performed. Squeezing the finger stick site excessively (milking) releases interstitial fluid and may cause errors or inaccurate results. The customer's improper technique may have contributed to the observed inr results. Discrepant results (accuracy) comparison of inratio test with lab results proved by end-user at time complaint was filed: date: (B)(6) 2013; inratio: 1.2; reference: 3.8, 3.6; mean: 2.87; confidence limits: 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. The inratio inr value was outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot# 310828 on (B)(4) 2013. Results as follows: (B)(4). Retention products performed as expected. All replicates were within the acceptable bias for accuracy and passed the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Accuracy comparison test was not performed for the inratio inr result obtained on (B)(6) 2013, because the customer did not provide a lab reference value. No further analysis of the client's data was performed. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4) discrepant result complaints were reported for lot# 310828, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio2 result in comparison to the lab inr result. It was reported that on (B)(6) 2013, the pt had stopped taking coumadin in preparation for surgery. On (B)(6) 2013, the pt's inratio2 inr was 1.4. On (B)(6) 2013, the lab inr was 3.6 (time of testing was unk). Additionally on (B)(6) 2013, the inratio2 inr was 1.2 and the lab inr was 3.8. The time between testing was within five (5) minutes of each other. Reportedly, the finger was "milked" after the finger stick. Therapeutic range 2.0 - 3.0 for pt. Reportedly, the pt has recently felt ill and has had a decrease in appetite/food intake. There was no additional info provided. On (B)(6) 2013, the customer called back to report results of a correlation on a different pt and was satisfied with results.